Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after changing the device a couple days ago, they attempted to change the inner cannula but could not remove it from the device. It was stated that the inner cannulas were saved from the tracheostomy cannula for possible over a year or longer and rotating them in the tracheostomy cannula every two days. It was reported that the tracheostomy cannula were disposed every 29 days, but not the inner cannulas. The patient required re-cannulation.